Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 500 mg/dl. The customer¿s blood glucose level was over 500 mg/dl at the time of incident and current blood glucose level was 118 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as stomach pain. The customer treated with the bolus and emergency room visit. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they insulin pump had received insulin flow blocked was past events and insulin pump was cracked from select button. Customer also reported that the alarm did not occur during manual prime. Customer reported that the event was resolved by changing complete set. Customer did not allege insulin pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08960 inches. No unexpected insulin flow blocked alarm noted. Device received with serial number label fading, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.